Event description:
It was reported the device had no output. The device had been programmed to bipolar polarity for both the a and v leads prior to implant. When the device was attached to the existing leads, there was no pacing spikes or capture. Several attempts were made with the same results. A new device was used without incident. It was also noted that a later check of the device showed the ventricular port measured an impedance of >9999 ohms and the atrial port measured an impedance of 4292 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.